Manufacturer narrative:
Concomitant products : 6947-65 lead, implanted (B)(6) 2010, 4195-88 lead, implanted (B)(6) 2009. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the cardiac resynchronization therapy defibrillator (crt-d) was a "used pacemaker" and now is only "good for 20 months" and that while the patient was told it was a crt-d, the patient knows that it is just a "one lead pacemaker" and not a "three lead one" and that the hospital is defrauding the government. The patient stated that the alert goes off every day and the patient can "feel (the device) breaking down." The hospital has said the device will last about seven years, however the patient "knows better" because it is a fraud. The patient also stated at device checks, the medical equipment company representative "turns it way down." Follow-up with the physician's office was attempted, but no information could be obtained. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.